Event description:
It was reported that a patient presented remotely via merlin.net, the pacemaker (pm) and atrial lead exhibited under sensing. No intervention or procedure was performed. The patient was stable throughout.